Event description:
It was reported that the customer had a bit come off her insulin pump where the belt clip is fastened into the pump. Customer is no longer able to use the clip. Customer was advised not to use the pump. Insulin pump will be returned and replaced. A replacement clip will also be sent out. No additional information provided.

Manufacturer narrative:
Findings: cracked reservoir tube lip, cracked battery tube threads, cracked display window and cracked case near display window corners noted during visual inspection. Broken belt clip slot noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.